Manufacturer narrative:
It was reported "I have confirmed with the affiliate that they are still waiting to ship the sample to their service center and they cannot confirm it the sample will be sent to us for evaluation". As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed. Device not available.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, while in a patient, an icp and microsensor recorded an incorrect reading. Patient was rushed for an urgent CT and had the microsensor removed and the monitor replaced,